Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6), an fse conducted on-site follow-up with the customer. The fse checked alignment of the sample needle to the diluent port, drain port and the sample loader. The tension on the z-axis drive belt was adjusted, the z-axis sensor cable, the home sebsir abd the z-axis motor cable. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective z-axis sampler cable.

Event description:
On (B)(6) 2015, a customer reported y-axis errors with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.